Event description:
Pt presented for r/o labor, bard, indwelling foley catheter, 16fr, serial number (B)(4)was placed. Later noted to be leaking right around the y-port. Pt ready to deliver baby. Foley catheter was removed. There was no harm to the pt, catheter not replaced.